Event description:
It was reported that the patient had good efficacy with vns, but recently has had more seizures than normal. The patient was seen by the physician and high impedance was found. X-rays of the patient's device were reviewed by the manufacturer. Upon review, no obvious anomalies were identified that could be contributing to the high lead impedance. The patient has been referred for revision surgery, but it has not occurred to date. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Method: manufacturer reviewed x-rays of implanted device. Results: x-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.